Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that after approximately six months of implant, difficulty was experienced interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). A magnet was applied with no response. The patient did report hearing a series of beeping tones. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified noted dis-colorization on the device case. An attempt was made to interrogate the device; the no-telemetry condition observed clinically was confirmed. The device case was opened and the battery was noted to be depleted. An external power supply was attached. There was no signal on the crystal oscillator. An operational crystal was placed in parallel and the device powered up normally. Telemetry was enabled and the device was able to be interrogated with no further issue. The clinical observation was confirmed. The tones and high current draw were caused by a confirmed issue with the crystal oscillator, which caused shortened telemetry wake-up pulse behavior, resulting in premature battery depletion.